Event description:
Customer reports that a pt sample containing anti-d did not react with cell #1 of 8ss274. A 2+ reaction was obtained with cell #2. No death or serious injury was associated with this incident.